Event description:
It was reported that pump experienced malfunction with malfunction alarm displayed and no notable events occurred beforehand. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and call back if problem returned, which customer acknowledged and understood.